Manufacturer narrative:
The device was returned and analyzed. The investigation found many fractured cables inside the returned lead that were the source of the reported high impedance issues. The device history shows that the impedance measures were consistently within normal limits until 3/23/2023 when many contacts began to show high impedance results. The device history shows that after a couple of months two more contacts had began to show elevated impedances. The root cause of the damage at the distal end could not be determined. Damage was also observed on the proximal end that included a deformed contact, e8, displaced retention ring, and fractured cable. The root cause of the damage at the proximal end could not be determined. The device history shows that the device had impedances within normal limits when the device was implanted therefore it can be assumed that the device was most likely manufactured within specification. There was no conductor material exposed along the lead body on the returned surgical lead as received. Therefore there is very little risk that patient¿s tissue may have inadvertently contacted exposed conductor material other than the intended electrodes. Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.

Event description:
It was reported that the patient's surgical lead wire is frayed. An hcp assessment regarding the cause of the reported event was not available. The physician performed a lead revision and there have been no reports of further complications regarding this event.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant non-conformities were found. Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.